Manufacturer narrative:
The device was returned to the manufacturer and the complaint of the device heating up could not be duplicated. After disassembly, it was observed that the motor is covered in corrosion and the front bearing has failed. This failure could heat the bearing due to debris entering the bearing assembly and cause excessive friction. The device was repaired and returned to the customer.

Event description:
It was reported that the bearings on the drill were heating up. It is unknown if there was patient involvement or adverse consequences. The investigation is ongoing.